Event description:
It was reported that, after a thr surgery was performed on an unknown date, the patient experienced five dislocations of the hip. This adverse event was treated by a revision surgery on (B)(6) 2024, in which a r3 0 deg xlpe acet lnr 36mm x 62mm was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
B5: describe event or problem, e1 initial reporter name and address section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have caused or contributed to the reported hip dislocation. According to the report, the patient was revised to treat this adverse event and the acetabular liner was exchanged. The impact to the patient beyond the revision and the expected post-operative convalescence period cannot be determined since the health status of the patient is unknown. Should any additional relevant medical information be provided, this case would be re-assessed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: medical device problem code.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a thr surgery was performed, the patient experienced a dislocation of hip. This adverse event was treated by a revision surgery on (B)(6) 2024, in which a r3 0 deg xlpe acet lnr 36mm x 62mm was exchanged. No further information about the primary surgery is available. Patient's current health status is unknown.